Event description:
It is reported that a customer received a motor error alarm on their insulin pump. The patient's blood glucose level was 16 mmol/l. The customer stated that there were no significant events that could led to the motor error alarm. The customer was advised that they can reduce the likelihood of these occurrences by allowing the bolus delivery to complete before accessing the sensor glucose graph. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement pump was shipped to the customer. No further information was provided.

Manufacturer narrative:
The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic (B)(4).

Manufacturer narrative:
The unit was unable to prime during prime and compromised force sensor test due to faulty fsr gold. The motor tested outside device and passed. There was no motor error alarm noted. The unit had minor scratches to lcd window, cracked reservoir tube, scratched reservoir tube window, cracked reservoir tube lip, battery tube threads, stained address or serial number label and stained end cap sticker.